Event description:
It was reported via phone call, that the customer was hospitalized on b)(6) 2015. Customer's blood glucose levels at the time of hospitalization 497 mg/dl. The customer reported having symptoms of vomiting. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous fluids and insulin, as well as potassium. The customer also reported receiving no delivery alarms. Troubleshooting occurred. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.